Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See scanned pages.

Event description:
It was stated that the insulin pump lost its programming and had a blank display twice in three weeks. Nothing further was reported.